Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently unresponsive. The customer's blood glucose (bg) level was reportedly within range. Reportedly, the wake button was responsive after the customer pressed the button with more force.